Event description:
Information received indicated the left siderail will not stay up.

Manufacturer narrative:
The technician found the siderail was missing bolts and rivets. The technician replaced the hardware to repair the stretcher.